Manufacturer narrative:
Siemens has attempted an investigation of the reported event. Several requests were made for additional information in order to investigate. A response was received from the customer that they were waiting on their legal department before releasing any further information. No further information has been provided. Therefore, the manufacturer is not considering further actions resulting from this event. Should additional information become available, a follow up report will be provided.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom espree system. While driving the patient table into the bore, the patients finger was caught between the patient table and the front cover. It was reported that the patient suffered an injury to the pinky finger, however, the extent of injury and the patients current health status is not known at this time. Siemens has made several requests for additional information in order to conduct an investigation of the reported event.